Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that loss of communication between pump and transmitter and it was unresolved after troubleshooting. No harm and medical intervention reported. The product will not be returned for failure analysis.